Manufacturer narrative:
D4: product serial number and UDI corrected. Manufacturer's investigation conclusions: the reported event of backup battery fault alarm could not be confirmed through this evaluation. Data from 26apr2024 to 06may2024 was reviewed. The controller event log file did not capture any backup battery fault alarm event. The log file was retrieved on 06may2024 from system controller (serial # (B)(6)) and did not capture any events on the reported alarm date of 10jul2024. Additional information reported the backup battery fault alarm issue led to the replacement of the system controller, which resolved the alarm. Attempts were made to obtain additional information from the customer regarding product return status; however, no additional information was provided. A root cause of the backup battery fault alarm could not be determined. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault alarms. Backup battery fault alarm ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, ¿replacing a backup battery in the system controller¿ details the required tools and steps to exchange the internal 11v backup battery. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a "replace backup battery" alarm in history, however battery information in settings said replace in 20 months. The patient was in the clinic for a follow-up visit and the patient noted that they had a "replace backup battery" alarm go off on (B)(6) 2024 and the patient's son performed a system controller exchange. The serial number of the exchanged controller was unknown.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.